Event description:
It was reported that the patient presented in-clinic for a device check during a standard follow-up. Upon interrogation, the pacemaker was found in back-up vvi. A device restore was performed via engineering test page. The patient was unaware and asymptomatic before and after the device restore.